Event description:
The customer reported experiencing low blood glucose of 19mg/dl and the paramedics were called. The customer was convulsing when they arrived. She stated that it took long time to bring back from 18mg/dl. The customer mentioned that she took a shower the night before and had disconnected the tubing from her body. After taking the shower she could not reattach the tubing and gave up. The customer stated that at the time her glucose level was 70mg/dl and could not think and decided to change the infusion set. She stated that she delivered too much insulin and her fingers got entangled into the tubing as well had a hard time trying to get them out of her hands. The customer believes that she may possibly pull on the port and dislodged. When she got up her glucose level was increasing to 459mg/dl, then she saw blood on it and decided to change the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.